Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed in an unknown date. During the procedure, the cre fixed wire dilatation balloon burst when inflated. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of balloon burst. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual and microscopic inspection found that the balloon was longitudinally torn. Additionally, functional evaluation shows the balloon could not be inflated. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The longitudinal torn found could have been interpreted by the customer as the reported event of a balloon burst. The problem could have been generated due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous the procedure could create friction on the balloon that cause the longitudinal torn of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed in an unknown date. During the procedure, the cre fixed wire dilatation balloon burst when inflated. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.